Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized multiple times due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was 600 mg/dl with diabetic ketoacidosis. The customer also stated that they were hospitalized with blood glucose of over 1000 mg/dl at (B)(6) 1999. The customer stated that they were treated during hospitalization. The customer stated that they were wearing the insulin pump both hospitalization. The insulin pump will not be returned for analysis.